Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side "no complaint against the device." Healthcare professional reported deflation via dt form. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: the device related to the reported event deflation was received on december 11, 2024. With lot number 1544191. Based on the device analysis grid, the assessments of the complaint are: ¿ deflation: not observed openings on the device. As per the investigation procedure, creases and wear abrasion were completed and none of the observations were found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side "no complaint against the device." Healthcare professional reported deflation via dt form. The device has been explanted and replaced.